Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full-height drawer was defective. A field service engineer inspected the failed full-height drawer by removing it from the main station chassis and checking the rear components, including the retractor band and row board cable. The engineer reinstalled the drawer and tested it using the hardware test application, where components worked correctly, but intermittent failures persisted in the live application. The fse decided to replace the legacy full-height drawer with an enhanced full-height drawer from a non-live station. The replacement drawer was successfully assigned to station 5a. The escort logged into the station and confirmed that the replacement drawer functioned correctly in the live environment. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6) hospital.